Manufacturer narrative:
Result of investigation: a vyaire field service representative(fsr) evaluated the device onsite and replaced driver power module for a 7 year pm. Had a obf so order one. Went back onsite and replaced driver power module and tested and meets all factory spec.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100 a ventilator experienced having issues with the map. The customer confirmed that there was no patient involvement associated with the reported event.